Manufacturer narrative:
The device was not received by depuy synthes. Once the device is received and the evaluation has been completed or if add'l info is received, a supplemental MDR will be sent.

Event description:
Report received from the USA stating that "the foot guard is used as a handle to transport the units which cause them to leak oil". It is unk if the device was being used in surgery, or if injury or medical intervention occurred. The date of event is unk. There was no add'l info provided.